Event description:
Allegedly began feeling symptoms of swelling, popping, grinding, and severe pain in 2010. It became difficult to walk or stand for significant periods of time. The acetabular component was loose which required revision surgery.

Manufacturer narrative:
Complaint review was conducted and analysis showed no trend for item/lot.

Manufacturer narrative:
Investigation is not complete. Event code is addressed in package insert. Trends will be evaluated. This is the same event as 1043534-2013-02404, -02462, -02463. This report will be updated when investigation is completed.